Event description:
The customer tested his blood glucose using 2 contour meters and received readings of 159/126mg/dl on one meter, and 13/16mg/dl on the second meter.the differences between the readings fall in the "c", "d" or "e" zone of the consensus error grid, making the differences clinically significant.no adverse events were alleged.the test strips are to be returned for evaluation.replacement test strips and a new meters were sent to the customer